Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates that a needle mechanism failure occurred. The pod was not worn.

Manufacturer narrative:
The device was received not deployed. The download data shows a drive stall occurred during first prime and prevented the ratchet gear from rotating enough pulses to line up with the release bar at the end of second prime. This drive stall resulted in the needle mechanism not deploying after the completion of second prime. The device was successfully rerun but a timeout was observed in the rerun data. The needle mechanism deployed as intended during the rerun. Investigation found no damages or defects to the drive mechanism that would result in the observed drive stall. A second rerun was successfully executed with no timeouts, drive stalls, nor hazard alarms. The exact cause of the drive stall could not be determined.